Event description:
The customer reported that the system shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.